Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several inappropriate electric shocks due to possible sinus tachycardia. It was confirmed that the therapy was exhausted. Currently, this product remains in service and no additional adverse patient effects were reported.